Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, check belt alerts) has been confirmed. Upon investigation, the monitor was unable to complete incoming functional testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging the wires within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and patient was receiving check therapy electrode messages.